Event description:
It was reported that during an intravascular surgery for an 300mm abdominal aortic dissection, a medtronic contralateral iliac artery stent graft failed to deploy after being released to the third segment. The blue handle was rotated continuously but the stent failed to be deployed. The stent was pulled out of the body using a large sheath, and a new stent graft was re-implanted, completing the operation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: one (1) still image and a fourteen (14) second video clip was received. The video clip shows the stent graft being manually deployed. A break on the graft cover is visible on the still image and video clip. The reported deployment/expansion difficulties were confirmed through image review. B5 additional information; it was reported that there was no damage to the device's box or to the delivery system prior to insertion into the patient. The deployment steps were followed per the instructions for use (IFU) and the slide was rotated in the correct direction. There was no vessel thrombus or calcification that could have contributed to the deployment difficulties. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.